Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips the battery failed. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) stated the battery was found to be outside of warranty and the customer refused to purchase a replacement battery. No further information is available.